Event description:
It has been reported to co that upon introduction, this device was noted to be damaged. Reportedly, the sheath was ribbed and corrugated over the entire length the device was removed and replaced. There is no report of patient injury. The device is being returned for co's analysis.